Event description:
It was reported that the remote monitoring transmission indicated a sensing integrity count (sic) of more than 4,000 over a two month period. It was noted that there were no episodes with sics in them and the lead trend reports showed stable and in range impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.